Event description:
Healthcare professional additionally reported left chest wall lesion, periprosthetic old hematoma, and severe capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth. It was later reported "moderate subcapsular fluid", capsular contracture, baker grade unknown, calcified, hematoma, and "chest wall lesion". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed two openings through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ hematoma: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other-medical (chest wall lesion): unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis, wear abrasion and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture" confirmed with MRI and "exchange from textured to smooth". Later healthcare profesional reported "moderate subcapsular fluid". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.